Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pre-syncopal patient presented to the emergency room for normal follow-up. The electrical function of the lead was tested and anomalies were noted. Poor sensing down to 1mv, capture thresholds had risen from 1 to 5v. The lead was capped and replaced on (B)(6) 2018. Patient was stable during and post procedure.